Event description:
Customer reported leaking of one positive vial in instrument after inoculation of specimen. No exposure was indicated. No death or serious injury has occurred as a result of this event.